Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number unknown. The date of the event is approximate as the customer could not remember the exact date. The meter result was 4.1 inr. The customer tested again and the result was either 1.8 inr or 2.1 inr. The customer could not remember exactly. Customer's therapeutic range was not provided.

Manufacturer narrative:
Occupation is patient/consumer. The test strips were requested for investigation. The product has not been returned. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.